Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient had a MRI of their spine today and the patient reported he felt heating near the electrodes. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reiterated that the heating sensation was in an area about the size of a quarter and stated that the cause was unknown and the issue had not resolved. No further complications were reported.